Manufacturer narrative:
After case review on 27-aug-2025, b5 has been updated, and this case is not reportable. Please disregard report # 3004464228-2025-38333-00 as it was reported in error.

Event description:
After review of the case, it was determined that the pod fell off while the patient was attempting to put the pod on. It was not reported that the cannula ever even inserted and therefore dislodged cannula is no longer being considered an event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s921usqs4byf2, hardware: sm-s921u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient stated his blood glucose rose to above 250 mg/dl. While placing the pod on his abdomen, the adhesive separated completely from the skin, and the pod was worn for less than one hour. For treatment, the patient applied a new pod.